Event description:
Facility reports leak at the tee connector to pump segment leading to discard of extracorporeal circuit and blood loss of about 300cc. Patient born 2-13-39, 77kg, male. No adverse effects or medical intervention required. MDR filed due to blood loss only.